Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that the stent could not be reconstrained after partial deployment. The target lesion was located in the right intracranial enlarged aneurysm (c1 segment). An 8.0-21 carotid monorail wallstent was selected for use. During the procedure, when the stent was deployed to two-thirds of its intended position, the stent shifted downward. The physician attempted to recover and adjust the stent's position but was unsuccessful. Despite repeated attempts, the stent could not be recaptured. The stent was withdrawn from the patient's body with the 6f guiding catheter, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that the stent could not be reconstrained after partial deployment. The target lesion was located in the right intracranial enlarged aneurysm (c1 segment). An 8.0-21 carotid monorail wallstent was selected for use. During the procedure, when the stent was deployed to two-thirds of its intended position, the stent shifted downward. The physician attempted to recover and adjust the stent's position but was unsuccessful. Despite repeated attempts, the stent could not be recaptured. The stent was withdrawn from the patient's body with the 6f guiding catheter, and the procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure.